Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that person with diabetes (pwd) changed infusion site after glucose had risen to 288 mg/dl, which had later been verified on a fingerstick before the meter began reading ¿high.¿ upon removal of the infusion set, a visibly bent cannula had been observed. Later, the pwd had reported that his glucose had not been coming down as previously stated, and ketones had begun appearing in his urine. The pwd¿s previously elevated glucose had improved after another cleo 90 infusion set change. The event occurred while in use with a patient. There was no patient injury.